Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a month post-implant the right atrial (ra) lead dislodged resulting in rising thresholds as confirmed by chest x-ray. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.